Manufacturer narrative:
(B)(4). Date of follow-up report : 04/15/2016. One used ls3092 was received for evaluation. Visual inspection found one broken and missing snap from the electrode jaw. The customer reported that the device that the device had no power. The reported condition was not confirmed. The device was tested for activation on simulated tissue. The device tested normally with visually acceptable seals and end tones indicating completed seal cycles. The investigation found the device to function normally and within specifications. No failure mode was identified. An additional failure was found during the investigation. The additional findings did not contribute to the reported condition. The investigation found one broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly prior to use. This damage can also be caused by multiple assembly attempts.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally reported that the device had no power. A new device was used without further consequences. No patient injury reported. No medical intervention required. When the device was received for investigation on (B)(6) 2016, it was noted that there was one broken and missing snap pin. Site was unable to verify location of missing snap pin.